Manufacturer narrative:
The device remains in the pt. The lot number was provided. The lot history record was reviewed and there are no non-conformities associated with this lot number. Without the return of the device, a root cause could not be determined.

Event description:
Device malfunction: stent moved. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a left common carotid artery stenting procedure the xact stent moved forward during the delivery and did not completely cover the stenosis. A second xact stent was deployed which covered the remainder of the stenosis. No adverse pt effects were reported. No additional info was provided.